Event description:
It was reported that the blade fell off. A 6.00mm / 2.0cm / 50cm 2cm peripheral cutting balloon was selected for use. During procedure, after initial inflation was done, the physician withdrew the balloon from the patient's body. When the device was reinserted for second inflation, it was noted that the blade on the balloon fell off outside patient's body. The procedure was completed with this device. No patient complications were reported and the patient's condition was stable.

Event description:
It was reported that the blade fell off. A 6.00mm/2.0cm/50cm 2cm peripheral cutting balloon was selected for use. During procedure, after initial inflation was done, the physician withdrew the balloon from the patient's body. When the device was reinserted for second inflation, it was noted that the blade on the balloon fell off outside patient's body. The procedure was completed with this device. No patient complications were reported and the patient's condition was stable. It was further reported the stenosed lesion was located in non-tortuous anatomy and the device was used with a 6f sheath. Device evaluated by MFR: a visual and microscopic examination was performed on the balloon material. The balloon material was unfolded which indicates it had been subjected to positive pressure. No issues or damage was noted on the balloon material that could have contributed to the complaint incident. A visual and microscopic examination of the 2cm pcb device identified that one of the 2cm blades and pads were completely detached from the balloon material. The detached blade and pad were not returned for analysis. This damage can potentially be a result of the resistance encountered during the advancement or withdrawal of the device. All other blades were present and fully bonded to the balloon material. No issues were noted with the blades or pads that have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. A visual and tactile examination identified no issues with the markerband or tip that could have contributed to the complaint incident. No other issues were identified during the product analysis.